Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse was reported via phone call that, the customer was hospitalized on an unknown date ue to diabetes ketoacidosis. The nurse also stated that, the insulin pump was malfunctioning. Nurse declined troubleshooting for this issue. The device is not expected to be returned for analysis.